Event description:
Clinic notes dated (B)(6) 2013 reported that the patient's vns generator was interrogated, and a lead (systems) diagnostic test was performed. After the lead test, the notes indicate that re-interrogated showed that the settings were found to be altered from the patient's last interrogated at the patient's previous visit on (B)(6) 2013. The settings were readjusted. The physician indicated in the notes that she suspected that the vns settings were disrupted during the lead test on that date ((B)(6) 2013) and that the patent was actually on the "usual settings during the interval since the last visit", although she noted she was not certain. No patient adverse events were reported. Attempts for a copy of the physician's programming handheld flashcard for the patient's programming/diagnostic history have been unsuccessful to date.